Manufacturer narrative:
Technician replaced the pulmonary percussion module sensors to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the pt got out of bed and the pulmonary percussion module alarmed. The staff put the pt back into bed. The pt got out of bed again and fell, but account did not know if the pulmonary percussion module was armed at the time of the pt's fall. The pt was not injured. Technician found that the exiting mode would not arm.